Manufacturer narrative:
Upon receipt, the lead was found cut 12.5 cm distal to the is-1 connector pin into two fragments. A proximal and a distal fragment were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis demonstrated that the conductor cable leading to the rv shock coil was found fractured (8 cm proximal to the lead tip), which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of this fracture, it is assumed that it resulted from significant lead motion in the area of the tricuspid valve and interaction with atypical tissues. Furthermore, the insulation was found abraded through (46 cm, 12 cm and 9 cm proximal to the lead tip). Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Damages such as deformed shock coils and a bent fixation helix, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 127 months, it was observed via homemonitoring that the hv impedance is too high. Lead was explanted.